Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure due to pocket discomfort. During the procedure, the physician made a new pocket and electively replaced the ipg. The pt was reportedly doing well following the procedure.